Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device and could reproduce the reported failure phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. As a result of the investigation, omsc found the following. The glue of the bending section was damaged. According to disassembling the subject device, it was found the ccd cable buckled. When omsc stressed the buckling part of the cable, disappeared of the endoscopic image was reproduced. Therefore, omsc concluded that the cause of this phenomenon is attributed to the disconnect or short-circuit at the buckled portion of the cable. Omsc surmised that the cable was applied unexpected stress from the outside. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During unspecified laparoscopic surgery, the user used the subject device. When the user operated the bending section, the endoscopic image disappeared. The user replaced the subject device with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.